Event description:
Wire from mediport kit got hooked on tissue and had to leave additional sheath inserted over wire to work to dislodge it; ir and cardiology assisted to remove stuck wire. FDA safety report ID # (B)(4). FDA received date 01/30/2020.